Event description:
It was reported patient underwent a right knee revision procedure on (B)(6) 2007 due to an unknown reason. All components were removed and replaced with a total knee system. Subsequently, a revision procedure was performed on (B)(6) 2014 due to tibial loosening. The tibial tray and femoral component were removed and replaced. Additional information received noted patient underwent a bilateral patellofemoral partial knee arthroplasty on (B)(6) 2005.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014- 06305 & 07886).